Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of connection on transfer set and catheter became separated and peritonitis in a male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient stood up after dialyzing and the connection on the transfer set and catheter separated. The patient panicked and did not follow proper procedures. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unspecified date in 2011, the patient recovered from the peritonitis. Outcome for the event of the connection on transfer set and catheter became separated was unknown. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of connection on transfer set and catheter came separate was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint was confirmed. The assignable cause was undetermined. A batch review was conducted on potentially associated lot numbers (h11e19022, h11g12049) and there were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error as described in this complaint.